Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The investigation could not be performed as the meter display was broken. Based on the customer's allegation, it was determined that the issue occurred due to the software problem. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age, gender and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that their contour next link 2.4 meter had only english and (B)(6) languages as available options to be selected from the meter. The customer was able to perform testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.